Event description:
Hcp reported the patient presented with an infection of the catheter track in 2002 as evidenced by redness, swelling, and incisional wound opening. The patient did not have meningitis. A culture of the "pus from the back incision" was positive for staph aureus. The patient was treated with IV antibiotics and total device system explant. The infection resolved and the patient experienced no drug withdrawal.